Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).

Event description:
False positive rf results were generated on the beckman coulter immage 800 system, the issue appears to be reagent related.